Event description:
Account reported that the bag developed a hole at a weak area after 5 to 10 minutes of use. Hospital reported that hosp replaced the bag with another bag and the same thing happened.